Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 did not indicate any insulin delivery issues. A review of the total daily delivery history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. Testing could not be completed due to a load step malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she awoke on (B)(6) 2011 with blood glucose (bg) of 19 mmol/l and was subsequently hospitalized with blood glucose (bg) of 35 mmol/l and a diagnosis of diabetic ketoacidosis (dka). She reported that she was taken off of the pump and placed on intravenous insulin. She stated that she did not feel the pump was delivering insulin correctly. She confirmed that the total daily dose and the basal history match and the bolus history is correct. She reviewed the pump's prime history and reported that the history showed large prime volumes. She reported that the site was not red, no blood or insulin leaking from the site, and the cannula was not bent or kinked when removed. This report is made based on the allegation that patient experienced dka caused by pump incorrectly delivering insulin.